Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. Unit functioning properly during testing. Unit received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is receiving a replace battery now alarm that he did not receive a low battery alert prior. The customer stated that he keeps replacing his battery and gets the alarm that the battery needs to be changed in thirty minutes. He said that he changed the battery the day before and again the morning of the call. The battery only lasted for 4 hours. During troubleshooting, the customer was assisted with reviewing his alarm history and it was verified that he had not received a low battery alert prior to receiving the replace battery now alarm. He said that the pump was not damaged but may have fallen on the floor. The customer said that this is the second occurrence of the replace battery now without a low battery warning. He was advised that the insulin pump would need to be replaced and that he may wear the pump until the replacement arrives if they inset a new battery. He stated that he checked his blood glucose and that it was 59 mg/dl. He said that he treated with glucerna and declined troubleshooting for a low blood glucose. The insulin pump will be returned for analysis.